Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy-defibrillator's (crt-d) had a lower than expected monitoring voltage via inductive telemetry. The boxed unit was returned to guidant for laboratory testing.